Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that four years ago customer had low blood glucose and was treated by paramedics with glucagon. Customer does not recall if was on insulin pump therapy at the time. Customer does not want to follow up.